Manufacturer narrative:
No further information was unable to be obtained at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an unspecified model device exhibited an unspecified product performance issue. No adverse patient effects were reported.